Event description:
The customer reported that as they were rotating the clinac gantry in preparation for kv imaging the kv detector cover detached and brushed the shoulder/arm and elbow of a patient lying on the treatment couch before hitting the floor. The patient was not injured. The therapists reported problems earlier in the day with collision interlocks from the kv detector. In attempts to diagnose / correct those issues, the cover was removed, repositioned and re-installed.

Manufacturer narrative:
The patient was examined by the radiation oncologist. It was determined that no medical follow up was required for this incident, since the patient was not injured. In multiple reports of this malfunction, no serious injury has resulted, and no medical intervention beyond examination and/or diagnostic testing has resulted. The cover is known to have a tendency to fall if it is not installed correctly, and user error appears to be the root cause in this case. Varian's service representative arrived on site the same day and completed (B)(4), securing the kv cover with screws. This modification is a varian approved modification, which replaces the originally designed velcro fasteners with retaining screws. Varian has come to a decision to report incidents involving medical intervention (x-ray and CT scans) or observations. In a previous report of this malfunction, a patient was referred for CT examination (which was negative). No additional follow-up to this MDR is expected.